Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that six years following an intraocular lens (iol) implant procedure, a patient visited the hospital and complained of blurry vision in the left eye. The patient was told by the doctor, that blurry vision might be occurring due to glistening which was caused by deterioration of the iol. Additional information was provided that it is unlikely that other diseases are contributing to the occurrence of blurred or poor vison. However, the physician could not assert the glistening of the iol was the only cause.

Manufacturer narrative:
Product evaluation: photos were provided and reviewed by a company physician: dark field technique slit lamp photo of a pseudophakic eye attached to the file was evaluated. The image is focused in anterior segment showing whitening of the capsulorhexis remnant compatible with anterior capsule opacification; however, iol details cannot be appreciated from the image, thus a true iol assessment cannot be performed based on this picture. (B)(4).